Event description:
A bipap a40 device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "ventilator inoperative" conditions were identified. The device's main pca board needs to be replaced to address the issues. Additionally, during the evaluation the device's accessory port cover was found missing and will need replaced. This issue would not affect the device's ability to deliver therapy as designed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.